Event description:
It was reported that loss of connection occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external./exterior visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and temporary communication error between device and transmitter, re-connect. For serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be the probable cause was the transmitter and app were unable to complete a data transfer. The reported event of 115 is reportable based on loss of connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.